Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Lead returned with the helix fully retracted and tissue visible in it. (B)(4).

Event description:
It was reported that during the implant procedure, patient's heart was dilated and the atrial lead dislocated. The lead failed to be fixed to atrial though physician had tried several times. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.